Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the prolapsed condition of the posterior leaflet likely affected leaflet insertion in the clip over time. The reported worsening mr appears to be a result of the slda, while the reported dyspnea was likely a symptom of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2017, the patient presented with increased dyspnea and it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 3-4. The patient condition is good and the clip remained attached on one of the leaflets. No additional treatment has been planned. No additional information was provided.